Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: 1. Did customer reprocess the scope by correct instructions for use before sending it back? Yes. 2. How did the procedure finish? By same scope or a similar one? Unknown 3. Was the procedure delayed? No. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the dirt/foreign material remained due to insufficient cleaning. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had insufficient light / poor lighting. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the plastic distal end cover was dirty, the nozzle had foreign objects, the connecting tube had foreign objects, and the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the lighting issues could not be duplicated. The device evaluation found that the plastic distal end cover was dirty, the nozzle had foreign objects, the connecting tube had foreign objects, and the jet tube had foreign material. Additional findings include the following: water tightness was lost due to damage on the right / left / up / down knob, the up / down knob did not move smoothly due to a deformation of the angle shaft, the air / water cylinder had discoloration, the suction cylinder had discoloration, the grip was shaved, the switch box had a scratch, water tightness was lost due to damage on the guide pin of the electrical connector, the electrical connector had corrosion due to water leakage, the plate had corrosion due to water leakage, the scope connector had corrosion due to water leakage, water tightness was lost due to damage to the channel tube, the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover, the light guide lens had a crack / chip, the connecting tube coating was peeled off, and the universal cord coating was peeling / was deformed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.